Event description:
It was reported that an occlusion alarm occurred. Customer performed an air bolus and the occlusion was found to be with in the cartridge due to a blockage. Additionally, the customer did not perform the air removal step during the cartridge load process. Customer's blood glucose level was displayed "high". A manual injection of insulin and correction bolus via the pump were delivered to resolve elevated glucose. A supply change was performed to address the issue and insulin delivery was resumed.

Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.